Event description:
Dcs plate was implanted on may 12, 1995 for a severely comminuted fracture of the left femur (bone fractured in 17 pieces). X-ray taken on february 27, 1996 showed a non-union of the left hip and the plate was broken. The plate was removed on february 29, 1996.